Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis. Analysis determined that the setscrew marks on the lead pin are too proximal. This indicates that the lead was not fully inserted into the device header. Evaluation summary: no anomalies were found.